Event description:
Related manufacturer reference number:2017865-2024-70665. Related manufacturer reference number:2017865-2024-70667. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was decompensated heart failure and hypoxic respiratory failure.

Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.